Event description:
It was reported by getinge field service engineer (fse) that during preventive maintainence, cardiosave intra aortic balloon pump had failed drive manifold test. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. The fse that encountered the issue suspected that the issue may be related to the k7 solenoid of the drive manifold assembly. The fse stated that the customer has not yet approved the purchase order. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. The unit has not been released for use by the fse.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6(investigation findings).